Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer would not print. It was also noted that the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose, and the fan was noisy. Concomitant product: product ID 2067, radiofrequency head. (B)(4).

Event description:
It was reported that the programmer would not print, even after the print tray had been changed out. The programmer was returned for service, analyzed and tested out of specification. There was no patient involvement associated with this event.